Manufacturer narrative:
Please note: this idrt (integra dermal regeneration template) single layer product is not sold in the united states. The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the product was implanted in a 1 step surgery with skingraft on (B)(6) 2013. But at the 30 day visit on (B)(6) 2013, the surgeon mentioned a graft loss of about 80% with bone exposure. A flap surgery was done to solve the problem. The wound was a reconstruction after excision of a basal cell carcinoma.